Event description:
The facility stated that the lens was stuck in the cartridge prior to implant. There was no pt injury. The lens was returned but the cartridge was not. It is unk if there was a product malfunction.